Event description:
It was reported the patient experienced delayed micturition. An ultrasound was performed and showed residual urine in the bladder. A suprapubic catheter was placed and the patient was started on tamsulosin. The event resolved on (B)(6) 2013. No further patient complications were reported in relation with this event.

Event description:
Additional information indicated the suprapubic catheter and tamsulosin treatments were started on (B)(6) 2013.